Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a recorded blood glucose of 357 mg/dl for approximately two hours; the spouse contacted support, and the agent advised that the ilet would continue automated insulin delivery and reviewed insulin-on-board history, showing approximately 7 units, while counseling not to overstate the lunch meal announcement unless warranted. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included guided review of device history on the user interface and troubleshooting education regarding meal announcements and ongoing automated correction. Investigation of this case revealed no device malfunction identified during the call, with insulin delivery ongoing and infusion set in place due for routine change the next day. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.